Manufacturer narrative:
H6 code e2311 "discomfort" applied to capture "consortium complaint of poking sensation during intercourse." Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received further reported that on the following dates, the patient had experienced or was experiencing the following: (B)(6) 2019: vaginal green discharge. Found to have vaginal erosion due to granulation tissue, cauterized with silver nitrate. (B)(6) 2019: 2 x 1 centimeter mesh exposure at the anterior wall near the apex. Cauterized with silver nitrite. Consortium complaint of poking sensation during intercourse. (B)(6) 2019: continued consortium complaint; anterior vaginal wall exposure of the mesh with a prolene stitch at the vaginal apex; 1.5 cm x 1.5 cm in dimension. Excised in the office. (B)(6) 2019: small 2 mm prolene suture can at the vaginal apex; 1 mm wide and 4 mm vaginal wall mesh exposure on the anterior vaginal wall. Excised in the office. (B)(6) 2019: unspecified bilateral leg pain from thighs to bottom of feet worsening over 2 weeks, with increasing lower back pain. (B)(6) 2019: claimant can still feel the mesh when she puts her finger in the vagina. Complaints of urinary incontinence with both stress and urge. Small 2 mm prolene suture at the vaginal apex. Slight 2 mm wide and 2 mm long anterior vaginal wall mesh exposure. (B)(6) 2019: excision of vaginal mesh and removal of prolene suture under local anesthesia. (B)(6) 2019: urinary urgency.

Manufacturer narrative:
D4 lot number: 160315.

Event description:
Additional review determined that on (B)(6) 2019, the patient was experiencing or had experienced a urinary tract infection. Additional information received further reported the patient experienced foreign body reaction, erosion, unspecified urinary problems, vaginal bleeding and other unspecified injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced unspecified bilateral leg pain from thighs to bottom of feet, with increasing lower back pain.